Manufacturer narrative:
Evaluation summary: cord integrity testing records from production lots matching the referenced lot number were reviewed. All results were above the minimum specification. Daily quality summaries from the lots in question confirmed all skipped stitch and sew-off rejects had been scrapped and back-checks had confirmed proper isolation and elimination of nonconforming product.

Event description:
The patient initially went to a medical clinic in 2006 complaining of vaginal discharge with odor. She had no abdominal or pelvic pain and denied any fever or urinary symptoms. She was discharged with a diagnosis of yeast vaginitis and prescribed diflucan (150 mg po x one). The patient returned to the clinic fifteen days later stating that a piece of tampon without a string had been expelled from her vagina the previous day. She presented with vaginal burning and irritation, but denied any abdominal pain, fever, or chills. Upon examination, there was no evidence of residual material inside the vaginal canal. The patient was discharged with prescriptions of flagyl (250 mg po tid x one week) and diflucan (150 mg po x one after antibiotics), and instructions to call back to the clinic if no improvement was noted after one week. The incident was not reported to the manufacturer until 04/11/07, and following repeated contacts with the patient, we received sufficient information to confirm the occurrence of a reportable event on 05/08/07.